Event description:
Boston scientific crm received information that this transvenous right atrial (ra) lead has been explanted as a result of dislodgement. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
To date, information suggests that this ra lead will not be returned to the boston scientific post market quality assurance laboratory for analysis purposes. If new information becomes available, this report will be further evaluated and updated.